Event description:
During an atrial fibrillation procedure, a clinically significant delay occurred. The indicator light on the amplifier changed from green to orange and the amplifier could not pass the self-test. The procedure was delayed for 20 minutes before it passed the self-test. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
No case study files or product was returned for investigation and no further information is available at this time. Based on the information provided to abbott and the service report received, the cause for the reported event was due a dirty filter net that required cleaning. The IFU states: important: clean the ensite¿ velocity¿ cardiac mapping system velocity amplifier air filter every 30 days.